Event description:
On 2/19/97 an ipp device was implanted. On 5/20/97 pt complained of itching/burning underneath scrotum. Pt is having trouble working device and "it is very painful.""burns at head of penis all the time."